Manufacturer narrative:
A mesh assembly was not received for analysis. Visual analysis of the returned capio device revealed no defects. Functional testing of the returned capio device revealed that it operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." Operational context contributed to this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during a posterior repair procedure using an uphold vaginal support system, "it broke at the suture line." The physician completed the procedure with another uphold vaginal support system with no harm to the patient, who is reportedly "fine." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during a posterior repair procedure using an uphold vaginal support system, "it broke at the suture line." The physician completed the procedure with another uphold vaginal support system with no harm to the patient, who is reportedly "fine." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.